Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), deflation difficulties and a balloon rupture occurred. The lesion was located in the abdominal aorta. An abdominal aortic aneurysm stent graft was implanted. The equalizer balloon was used to appose the stent graft. The balloon was inflated successfully two times. The first deflation was prolonged. On the third deflation, difficulty was experienced. The balloon was inflated with more liquid and the balloon ruptured. When the sheath of the stent graft was removed, a balloon fragment came out of the body. The visible fragment was removed, and it is unk if another fragment remains inside the body. The pt condition was reported as "under observation." Further info was requested but is not available.